Event description:
A complaint was received from a customer that reported that the dex system was displaying an e-9 error code and the display was incomplete. While on the phone a review of the system was conducted. It was learned that the a portion of the "hundreds unit" was missing. A request was made to return the system for evaluation. In the meantime, a replacement unit has been provided.